Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states prior to a catheter placement, a water proof test was conducted which found leakage of the cuff.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.